Event description:
Boston scientific received information that this caller reported varying atrial impedance measurements and was inquiring as to what may be causing the variability. Measurements have been between 500 - 1000 ohms. Varying ventricular impedance measurements were also reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The consultant stated it is difficult to determine what would be causing the variability. The associated atrial lead does not appear to be pacing. The caller stated they continue to monitor the system and try to perform additional troubleshooting the next time the patient comes in. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.